Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the trial lead could not be inserted into the 8-15 lead port of the neurostimulator. The same lead could be inserted into the 1-7 port of the device successfully. The lead port was checked for blood and a closed set screw with the same results. When company rep tried to insert another demonstration lead into the device port, it still showed the same insertion failure issue. A new neurostimulator was implanted and no further issues were reported.